Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient would have effect for 2-3 days and then it would not work. There were no device issues or further complications reported or anticipated. Additional information was received. Patient reported their device broke and their physician fortunately removed it intact.